Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain, swelling, mobility, patient felt heavy pain during eating some hard food.